Event description:
During a transurethral prostatectomy on (B)(6) 2011 the vaporizing roller-ball was observed to come off the instrument. The ellick evacuator was used to remove the broken piece of roller-ball. A (B)(6) report did not show a foreign body consistent to the piece of roller-ball.